Manufacturer narrative:
The customer was unable to locate the unit and canceled the work order.

Event description:
It was reported that there was a scale error, which could potentially cause the scale to be inaccurate. The customer was not able to locate the unit when the service technician went to the account. The model and serial number were not provided. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.